Event description:
The pt's av-access gore hybrid vascular graft clotted and shut down several weeks after implantation.

Manufacturer narrative:
Review of the device mfg records. Lot met release specifications.